Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp therapy for svt. The patient has paroxysmal atrial fibrillation. The device was reprogrammed and the patients medication was adjusted. No further episodes were reported. There were no adverse consequences to the patient.